Manufacturer narrative:
Device evaluation of charger (B)(4) has been completed. The reported problem (resetting) was confirmed. As received, the charger was resetting. Upon evaluation, the u13 processor was shorted on the bedside board. The cause of the inability to charge a battery pack is the shorted processor. The root cause of the shorted processor cannot be positively identified. No adverse event resulted from the defective charger.

Event description:
A us distributor returned a charger indicating that it was resetting.